Event description:
Additional information received from the patient indicated that the patient was severely underdosed on medication. The pump was functioning correctly. The cause of the previous report of the pump not working and withdrawal symptoms, the medication was incorrectly compounded and only 10% of baclofen was put in to the solution. To resolve the event, an emergency evacuation of the medication occurred and refill with correct medication was required. The event was resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog lot# serial# unknown product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. The previously reported device information is not applicable to this event: product ID neu_unknown_prog serial# unknown: product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown: h6. The previously reported device code a24, annex g code g07001 and conclusion code d12 are not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.